Event description:
Customer reported silicone segment separated from safety clamp fitment and leaked onto floor during a propofol infusion. When the nurse opening the pump module door the medication splashed into the rn's eyes. A new IV set was hung and the propofol infusion continued. Clinical engineer investigated the set and noticed the blue band that goes around the silicone that is engaged over the male end of the connector was missing. No pt harm or medical intervention required. No further pt or event details provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, the set has not been received. A f/u report with failure investigation results will be submitted should the set be returned for eval.